Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bilateral inguinal hernia repair procedure, obturator broke. The obturator snapped from the hub. Opened a new device to complete the case. There was no patient injury.